Event description:
It was reported that the patient experienced a hypoglycemia event while using the ilet bionic pancreas, with a recorded blood glucose of 58 mg/dl, and the caregiver treated the event with oral glucose tablets; the patient also reported recent weight loss and was advised on changing the programmed weight and best practices for algorithm use and meal announcements. Symptoms included low blood glucose. Outcomes included stabilization of glucose following oral treatment and additional user training. Investigation included case triage, clinical troubleshooting, and education regarding device use and algorithm steps. Investigation of this case revealed no device malfunction reported, with user education provided on adjusting weight settings and meal announcement practices to align therapy delivery with the patient¿s current weight. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.